Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are getting shocks in their heart, at regular intervals, from their implantable pulse generator (ipg). The patient also reported that their ipg was giving them problems and that there was concern for the leads being, "bad." The ipg system remains in use. No patient complications have been reported as a result of this event.